Event description:
Patient fractured patella bone resulting in need for patellarplasty. Physician believes that the device was the reason for the fracture.

Manufacturer narrative:
Non-destructive visual evaluation of the universal inset patella, cat# 2-7082-03 was undertaken in the applied research laboratory. The posterior surface has regions of worn and unworn uhmwpe. The appearance of the wear area is roughly that of an hourglass. The centerline of the wear area is shifted superior to the centerline of the patella. The lateral worn area as the greatest amount of material loss of the entire component. The surface has a burnished appearance with some pits throughout the worn area. A fractured patella led to the revision of the universal inset patella component. The larger wear surface on the lateral side of the patella component suggests that the patella was tracking more laterally than centered. Most of the damage on the anterior surface appears to have been caused during the removal of the component. There were no apparent material or mfg defects noted on the component evaluated. Mfg batch record review found no discrepancies. At this time, jjpi considers this file closed.